Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The device records 64 log entries between the 12th june 2006 and the 24th august 2014. The device records 20 manual power ups between the 29th june 2006 and the 30th april 2013, the longest of which lasts 1 minute 27 seconds duration. On the (B)(4) 2013 the device failed the weekly auto self-test due to a low battery. The device continues to record self-test fails due to a low battery up to and including the last log entry on the 24th august 2014. The investigation was unable to replicate or find any evidence of the reported fault. There were no ten minute manual powers recorded in the memory log, therefore it is assumed the customer returned the device in response to the field safety corrective action. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.